Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose level was 2.7 mmol/l. Customer¿s current blood glucose was 8.7 mmol/l. The customer's sensor glucose value was 4.1 mmol/l. The customer stated that the insulin delivery was suspended. Customer states they not able to get back auto mode. Customer states auto mode status screen shows auto mode warming up. The insulin pump will not be returned for analysis.